Event description:
It is reported that the pt was revised due to pain, swelling, overextension, dislocations, and possible allergies.

Manufacturer narrative:
This report will be amended when our investigation is complete.